Event description:
It was reported that the burr was stuck in lesion. The 18 mm x 3.50 mm in diameter, 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25 mm rotalink, rotalink advancer and rotawire were selected for percutaneous coronary intervention. During the procedure, the burr got stuck in lesion. Along with the patient's heartbeat, the burr got less stuck, then the burr and the rotawire removed together as one unit from the patient. The procedure successfully was completed with another of the same device. There was no patient complication, and the patient was stable post procedure.

Manufacturer narrative:
D4: updated lot number e1: initial reporter facility name: (B)(6) hospital device evaluated by MFR.: returned product consisted of a rotalink burr catheter. Visual examination revealed that the device did not identify any damages or defects. The burr catheter was able to be connected to a test rotablator advancer for functional testing. The test advancer was connected to the rotablator control console system, and when tested, the device ran and maintained optimal revolutions per minute (rpm) without resistance or issue. Product analysis could not confirm the reported stuck in lesion as the clinical circumstances could not be replicated.

Event description:
It was reported that the burr was stuck in lesion. The 18 mm x 3.50 mm in diameter, 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25 mm rotalink, rotalink advancer and rotawire were selected for percutaneous coronary intervention. During the procedure, the burr got stuck in lesion. Along with the patient's heartbeat, the burr got less stuck, then the burr and the rotawire removed together as one unit from the patient. The procedure successfully was completed with another of the same device. There was no patient complication, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6)hospital.